Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic bladder cystectomy event description: account manager was not present for the case. Limited information was available at the time of the report. The tip of the trocar broke. The tip could not be found. The patient status is unknown. Additional information received via telephone on 02dec2020 from applied medical account mgr: trocar was placed and obturator was removed. Decided to place another port and grabbed the obturator used in the prior port placement. It was noticed that the tip of the obtractor was missing. The broken piece could not be located. The case was completed and there was no patient injury report at this time by the facility. Intervention: looked for broken piece, but could not find. Continued case patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged obturator tip. The tip of the obturator was fractured; however, the fragment was not returned for evaluation. Based on the condition of the returned unit, it is possible that the obturator tip contained a material abnormality, which could have made it more susceptible to damage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: robotic bladder cystectomy. Event description: account manager was not present for the case. Limited information was available at the time of the report. The tip of the trocar broke. The tip could not be found. The patient status is unknown. Additional information received via telephone on 02dec2020 from applied medical account mgr: trocar was placed and obturator was removed. Decided to place another port and grabbed the obturator used in the prior port placement. It was noticed that the tip of the obtractor was missing. The broken piece could not be located. The case was completed and there was no patient injury report at this time by the facility. Intervention: looked for broken piece, but could not find. Continued case. Patient status: no patient injury.